Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she doesn't believe the insulin pump was working properly as she had to increase her daily insulin. Customer stated that each day she has been getting high blood glucose over 200. She reported blood glucose of 462 mg/dl. She also reported having a hard time hearing the device beep, it was a faint beep. Troubleshooting was performed for the high blood glucose and the beep anomaly, no anomalies were noted. The insulin pump passed the high pressure test. The customer was advised to monitor the device. She is not returning the device for analysis.